Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient went hypotensive and a pericardiocentesis was performed. Additional information was requested, but no response has been received.

Manufacturer narrative:
The concomitant products: carto 13275, cool flow pump hei05982, stockert st-4790. (B)(4).